Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life earlier than expected.

Event description:
Approximately (B)(6) months later, this device was returned for analysis without further allegation or information from the field.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this pacemaker displayed battery longevity 1.5 years remaining. During a previous visit six months earlier, the longevity was 2.5 years remaining. There was concern that the battery depleted more rapidly than expected. A technical service consultant was contacted and a memory download and save memory to disk was performed and will be reviewed by the consultant. No adverse patient effects were reported. The information was reviewed by technical services and further information was requested.